Event description:
According to the reporter, during an emergency caesarean section, this suture was used to stitch the uterus. While actively stitching the uterus, the thread broke off the needle completely. The atraumatic component was still loaded in the needle holder. Due to the atraumatic component still being loaded in the needle holder, the atraumatic was immediately placed in a separate sharps mat for the remainder of the case and then bagged with the packaging to complete this form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an emergency caesarean section, this suture was used to stitch the uterus. While actively stitching the uterus, the thread broke off the needle completely. The atraumatic component w as still loaded in the needle holder. Due to the atraumatic component still being loaded in the needle holder, the atraumatic was immediately placed in a separate sharps mat for the remainder of the case and then bagged with the packaging to complete this form. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted normal crimp and swage marks on the needle. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. It was reported that while actively stitching the uterus, the thread broke off the needle completely. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, d4 (expiration date, lot #, unique identifier (UDI) #, d9, h3, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an emergency caesarean section, this suture was used to stitch the uterus. While actively stitching the uterus, the thread broke off the needle completely. The atraumatic component w as still loaded in the needle holder. Due to the atraumatic component still being loaded in the needle holder, the atraumatic was immediately placed in a separate sharps mat for the remainder of the case and then bagged with the packaging to complete this form. Another device was used to complete the case. There was no patient injury.